Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented a leak. After a few catheter exchanges, bubbles aspirated from faradrive even after aspirating 60cc. No bubbles travelling up the sheath, physician identified leaky valve from which air is entering from. Physician purged flush line which pushed saline out of the valve and drip at consistent rate. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath will not be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented a leak. After a few catheter exchanges, bubbles aspirated from faradrive even after aspirating 60cc. No bubbles travelling up the sheath, physician identified leaky valve from which air is entering from. Physician purged flush line which pushed saline out of the valve and drip at consistent rate. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath was disposed. The original device was used to complete the procedure contrary to what was previously reported.